Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed the user facility did not use the washing tube during the pre-cleaning of the device to flush the elevator wire channel. Additional areas of improvement were noted: ensure endoscopes are not stacked while waiting to be reprocessed and performing an extended soak when endoscopes have sat for longer than an hour before manual cleaning has started. The ess provided an in service on the evis exera iii gastrointestinal videoscope and the proper use of the washing tube. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested reprocessing and scope handling feedback for evis exera iii gastrointestinal videoscopes. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scopes were being reprocessed incorrectly. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to correct brand name.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. This is not caused by design. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the user since mh-974 was not used to flush the forceps raised wiring channel during bedside cleaning. The event could have been prevented by following the instruction manual of gf-uct180. The reprocessing method is described in the following items: we believe that observing this will prevent the event pointed out. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures.